Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: during a l5-s1 prodisc-l case the inserter broke during insertion of the implant. No harm was done to the patient and the procedure was completed successfully. This report is 1 of 1 for complaint (B)(4).